Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger, product ID m943899a, serial# unknown. Product type accessory product ID 97745, serial# (B)(4). Product type programmer, patient. Analysis of the recharger ((B)(4)) found that they were unable to duplicate the issue. Did not get hot after 10 min of charging but device was taken out of circulation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type recharger product ID m943899a, serial# unknown. Product type accessory product ID 97745, serial# (B)(6). Product type programmer, patient h3: conclusion code 12 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Product ID m943899a, serial# unknown, product type: accessory. Product ID 97745, serial# (B)(4), product type: programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the top button on her controller no longer worked. The button stopped working "about a month ago". The screen goes black and she reset it to get it to work. Patient's rtm paddle and rectangle got really hot on her back last friday as well as the little box on the. Patient clarified she was not injured and it did not have a red spot on her back. No further complications were reported.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. The patient reported that there was no charge that led up to the recharger getting hot. The patient was charging like normal and it got hot. It was noted that a replacement recharger was sent to resolve the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that her rtm got really hot and burnt her back last friday night and then when she put the rtm in the plastic bag that it came in, the little box on the rtm melted the plastic bag. No further complications were reported.